Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the clinical study patient experienced a non-serious fall which was mild in severity. The clinical patient reported inadequate pain relief and the device was reprogrammed however the trial period ended early. The event was assessed as possibly related to the device hardware and stimulation.